Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type ib endoleak of the right iliac limb and a type ii (lumbar) endoleak. The most likely cause of the loss of seal was the protruding calcification at the confluence of the right hypo gastric artery in the distal landing zone. Procedure related harms included type ii endoleak from the lumbar arteries and/or inferior mesenteric artery. Patient was discharged home in stable condition on the first post-operative day. To date there has been no reports of further negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb extension. On (B)(4) 2018, endologix was made aware of an indeterminate endoleak with the presence of a type ii. There is no change in aneurysm sac size and no plan to intervene. On the completion of clinical assessment ((B)(6) 2018), the indeterminate endoleak was confirmed to be a type 1b endoleak of the iliac limb for the ovation ix product line.the patient is currently being monitored. No additional patient sequelae has been reported.